Event description:
New information received notes that the atrial lead was replaced due to chronic noise. Patient¿s condition was stable.

Manufacturer narrative:
(Signal artifact) should have been submitted in follow-up number 1 of manufacturer report number 2938836-2018-09831.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4) (appropriate term/code not available) - malfunction not specified.

Event description:
It was reported that the atrial was explanted during right ventricular lead replacement procedure due to an unspecified issue. No further information is available.

Manufacturer narrative:
A partial lead with the distal segment measuring 48.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Correction:- follow-up type should have been device evaluation in follow-up number 3 of manufacturer report number 2938836-2018-09831.